Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. Since no parts were sent to us for investigation, we are not in a position to take a stand concerning the occurrence referred to in the complaint. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4).

Event description:
It was reported that revision surgery was required due to pain.